Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month sensor urological guidewire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record is in progress.

Event description:
Note: event date unknown. It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure on a female patient (age unknown), some difficulties occurred attempting to advance our sensor urological guidewire to the target lesion. During the procedure, the physician attempted to replace the sensor guide wire with another one. Upon removal of the sensor guidewire, it was noted that the tip was detached and remained in the patient. Another sensor guidewire was used to complete the procedure. It was also noted prior to this event half a stent was removed as intended. It was verified through x-rays that approximately 3cm of the tip remained in the patient. Further intervention is required to retrieve the sensor tip fragment. After further testing, the patient is scheduled to have the tip removed within a month.